Event description:
It was reported that the bed had damaged components. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be submitted with results.